Manufacturer narrative:
The investigation, including root cause analysis is in progress.

Event description:
The surgeon reported that during a phacoemulsification procedure, a posterior capsule rupture occurred, and an anterior vitrectomy was performed. The surgeon reported using three anterior vitrectomy packs prior to one operating properly. The procedure was completed and the physician reported the pt status as doing fine.